Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) of 400 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin. The customer was released 04/17/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.